Event description:
Sales rep reports that the guide wire was left in the catheter. The tip of the lumbar catheter sheared off and a piece was left in the lumbar space. The doctor had to perform a second surgery to remove the catheter. The product was discarded therefore it will not be returned for evaluation.